Event description:
I've used renu with moisture loc contact lens saline solution from 07/20/2005 through 04/03/2006. In feb & mar 2006 I had much eye discomfort (felt like something always in eye - like sand, & dry & foggy vision). Referred by primary dr to eye specialist, mark t. Bergmann, m.d. I was treated for eye fungus, corneal ulcer, & corneal scarring. My vision in my left eye has been impaired by 45% and I now have permanent scarring on left cornea & continued eye discomfort.